Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned impactor showed signs of wear, nicks and gouges and it was identified that the material had fractured from the perimeter of the impactor head surface. The device history records were reviewed and no discrepancies were identified. Although the product had an approximate field life of seven months prior to the reported event, it shows evidence of heavy use. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the distal part of the impactor broke during impaction. No adverse events have been reported as a result of the malfunction.